Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose of 400 mg/dl. And the insulin pump kept suspending due to sensor glucose readings of 75 mg/dl. Troubleshooting was performed. The customer declined troubleshooting for the high blood sugar. The sensor will be returned.